Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50e serial #: (B)(4) description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that following a trial lead pull the patient was experiencing increased pain and weakness in the lower body. The patient was given pain medication. The physician believed that the symptoms were not device related.

Event description:
A report was received that following a trial lead pull the patient was experiencing increased pain and weakness in the lower body. The patient was given pain medication. The physician believed that the symptoms were not device related.